Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain lower ('lower abdominal pain') in an adult female patient who had essure inserted. Medical conditions: relevant medical history was denied. Concurrent conditions included overweight. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopy salpingectomy with removal of essure implants). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower to be unrelated to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the physician is not possible. Most recent follow-up information incorporated above includes: on 27-aug-2019: quality-safety evaluation of ptc. We received a returned sample in this case. A technical investigation was conducted, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain lower ('lower abdominal pain') in an adult female patient who had essure inserted. Medical conditions: relevant medical history was denied. Concurrent conditions included overweight. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopy salpingectomy with removal of essure implants). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower to be unrelated to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28 kg/sqm. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.